Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection of the pump showed that pump was cracked and chipped out on both front corners of the top case. A review of the event history log (ehl) identified primary audible alarm post. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive. Performed preventative maintenance and all functional testing.

Event description:
Additional information received via email: the issue was found during routine maintenance; no patient was involved.

Event description:
Information was received indicating that during testing of a smiths medical medfusion pump, primary audible alarm failure was noted. It was also reported that continuous beeping was noted and would not stop even after battery was pulled out. No patient was involved in this event. No adverse effects were reported.